Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: a device history record review was performed for provided lot number 200419 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, both physical and picture samples were returned for evaluation by our quality engineer team. Unfortunately, the physical samples could not be located by our plant's investigative team; however, the picture provided was sufficient for a complete investigation. Through examination of the picture, embedded burnt particles were observed within the shield. During the molding process, temperatures are high and if the gases are not properly expelled, burnt particles can remain within the molding cavity. This is a cosmetic defect which poses no risk to health as the particles are embedded without the possibility of detachment. H3 other text : see h.10.

Event description:
It was reported that needle 18ga 1-1/2in sb tw had rust/staining. This was discovered before use. The following information was provided by the initial reporter: the needle/protection shows traces of rust / staining.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18 ga 1-1/2 in sb tw had rust/staining. This was discovered before use. The following information was provided by the initial reporter: the needle/protection shows traces of rust / staining.